Manufacturer narrative:
H.6. Investigation summary: photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Event description:
It was reported that 19 18g x 1.16in (1.3 x 30 mm) insyte experienced damage/deformation to the catheter tip prior to use. The following information was provided by the initial reporter: the catheter is with the tip damaged. Material: 388317; lot: 8107791; quantity: 19 cas.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 18 g x 1.16 in (1.3 x 30 mm) insyte experienced damage/deformation to the catheter tip prior to use. The following information was provided by the initial reporter: the catheter is with the tip damaged. Material: 388317. Lot: 8107791. Quantity: 19 cas.